Event description:
Date of event 2005, customer complaint was received by siemens ocs november 14, 2005. "I want to inform you officially about a problem we encountered in lantis. Both of you were briefly informed during a phone call yesterday about a problem with changes in patient - prescription. We are at this moment aware of three patients of whom the prescription of the virtual wedge changed, after a change in table-coordinates or notes and a new approval. Two of those changes are noticed by the technicians before any treatment with the wrong wedge was performed, in one case treatment was given to the patient." (Ref. Section attach. For details). Answer: section b2; single patient mistreatment confirmed. Treatment plan: total dose planned 5000 cgy. Each fraction required dose of 200 cgy to be administered in 25 fractions. Each fraction includes two fields. First field 107 mu, 99 cgy, second field (the one caused the problem) 105 mu, 101 cgy: total of 5 fractions were administered to the patient without the 20 degree virtual wedge in place.

Manufacturer narrative:
The actual device was not required to complete investigation. However, our service group was able to provide the investigating party event log files from the device's system database to complete investigation. The log file provided treatment data, which helped the investigating party to identify the course of events that had taken place leading to the incident. (Ref. Attachments for complete details). See attachment for details (conclusion). It is the opinion of the siemens engineering group and siemens clinical experts that the local personnel have overlooked the missing wedge code during standard safeguard procedures. Standard virtual wedge angles were properly tested at the site prior to releasing the system for clinical use. Our users manual adequately warns the operator regarding potential mistreatment can occur if the entered parameters are not correctly verified (attachment_11). The investigation further contends that had the second pair of radiotherapists reviewed the pt's current treatment prescription or used secondary verification checks as recommended by aapm task group 40, the discrepancy of the missing accessory would most likely been identified and corrective action be the radiotherapist would have ensued.